Manufacturer narrative:
Failure analysis was performed on the computing platform. Visual inspection: no other anomalies observed. Bench analysis: unit powered on with provided ac power supply ¿ ok. Verified stylus and cursor do not align in some areas of the screen. Installed encore test software ¿encore desktop 2.2¿ ¿ successful. Successfully recalibrated the touchscreen ¿ responds normally to stylus. Units passed all final functional tests. Conclusion: confirmed customer complaint display is irresponsive. This issue was caused by a software design issue related to display calibration/re-calibration. Failure analysis was performed on the radiofrequency (rf) head. Visual inspection: no other anomalies observed. Bench analysis: rf head passed functional test. Successfully powered on with a known good encore unit. Performed multiple interrogations with a vitatron device ¿ all successful. No problems observed. Performed multiple interrogations with adapta device - all successful. No problems observed. Unable to duplicate the complaint. Conclusion: unable to confirm customer (service center) complaint. Rf head interrogates with a known good vitatron device with no issues. No defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the electrocardiogram icon was unable to be activated and attributed it to the stylus tip and cursor not aligning on some areas of the screen. The computing platform was replaced to resolve. It was additionally noted that the radiofrequency head was unable to interrogate an implantable heart device and was to be scrapped and replaced. The software was reimaged and reloaded and the device then passed its functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to activate the programmer's electrocardiogram icon. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.